Event description:
Revision of polyethylene insert due to poly wear/broken ps post. Surgeon ordered ps nrg size 7 12mm poly (sas approval) for revision of polyethylene insert. Surgeon began the operation and removed insert, discovered it was not a size 7 but instead a size 9 12mm. Rep called patient on table but no size 9 12mm poly in the state, there was a 10mm and 15mm which the rep requested to be urgently sent in. The surgeon decided to implant a size 7 12mm (82-3-0712, lot#93480901) in to the size 9 baseplate.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.